Event description:
It was reported via patient call center that stroke occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx pro closure device was implanted. Approximately 8 months later the patient experienced a stroke and was hospitalized. They were unable to confirm where the clot originated from.

Event description:
It was reported via patient call center that stroke occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx pro closure device was implanted. Approximately 8 months later the patient experienced a stroke and was hospitalized. They were unable to confirm where the clot originated from.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.